Event description:
The pt, who has a mondini malformation of the cochlea, did not respond to stimulation of the implant. A CT scan showed that the electrode array had not been placed in the cochlea. Revision surgery to insert the array into the cochlea was done on 3/21/2000.